Event description:
An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the reported failure to hold a charge allegation was verified. An analysis of the handheld identified that the returned battery was defective, and unable to hold a charge. No further anomalies were identified using a known good dell battery. The returned battery was a replacement battery and did not contain the (B)(4) logo.

Event description:
On (B)(6) 2013, it was reported that a physician¿s handheld device was not holding a charge. The physician swapped outlets, but the hhd would only hold a charge for one interrogation after being taken off of charge before the battery died. The product was returned on (B)(6) 2013 and is pending analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.